Event description:
The user facility reported that during a patient procedure, the patient experienced a perforation with the use of a padlock clip standard. The user facility did not disclose whether additional medical treatment was required.

Manufacturer narrative:
Steris has made multiple attempts to obtain additional information regarding the reported event however, the user facility has not responded. The reported event was estimated to have occurred 8 years ago. The device subject of the reported event was not returned to steris endoscopy for evaluation. Without the return of the device, the root cause cannot be determined. The padlock clip standard IFU states, "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip to get hung up on deployment, especially in retroflexion. If any clip points extend beyond distal rim/edge, carefully replace safety cap, do not use this product, contact your local product specialist or customer service representative, and use a different device for procedure. Do not remove the handle stay until endoscope with loaded padlock clip defect closure system is in position over defect and ready for deployment. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body. Once the handle stay is removed, keep hands and fingers clear from the delivery housing distal tip so that an accidental release of the padlock clip does not result in personal injury. Once the handle stay is removed, use caution in handling thumb actuator button to prevent inadvertent deployment of the clip. When using suction to pull target tissue into the cap, there is a risk of capturing tissue/organs outside of the lumen and adjacent to the target treatment area. Use of a grasping device is recommended to acquire the target tissue and minimize the risk of capturing tissue/ organs adjacent to the treatment area." No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.